Event description:
Customer reported that the pump battery was depleting too fast, averaging a consumption of 10.59% per day. There was no adverse impact to the customer's blood glucose level. Follow-up was declined, no further action was required, and no additional information about the outcome was provided.